Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure for MRI capabilities and was doing well postoperatively. The explanted ipg will not be returned.